Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele and rectocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that the patient underwent excision of exposed and extruding mesh on (B)(6) 2008 due to mesh extruding into the vagina, vaginal pain and discomfort, granulation of tissue and dyspareunia. It was reported that the patient underwent rectocele repair with graft on (B)(6) 2011 due to recurring rectocele, difficulty with bowel movements, granulation of tissue, pain and exposure. It was reported that the patient underwent extensive resection of mesh, dissection to the base of the bladder on (B)(6) 2012 due to pelvic pain, infection, muscle weakness, dyspareunia, occasional bleeding and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and uterine prolapsed. It was reported that the patient underwent the concurrent procedures of vaginal paravaginal repair, rectocele repair, enterocele repair, vaginal vault suspension-all with mesh, cystoscopy, pubovaginal sling procedure and a total laparoscopic hysterectomy.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2011 and boston scientific xenform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.